Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2016-91004. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose of 600 mg/dl which she treated with bolus and manual injection. During troubleshooting, the customer found air small air bubbles in the tubing and a large bubble in the reservoir. Customer stated the insulin pump was not rewound with a reservoir in place but insulin was not stored at room temperature. Customer was advised with purging the air bubbles out. It was also found that the customer was using expired reservoirs. The customer was advised to change the infusion set and reservoir and do not use expired product. The customer confirmed she had supplies that are not expired. Product was not replaced or returned for analysis.